Event description:
Caller reported that their pump screen was dark and would not turn on, and that the battery would not charge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer service team instructed the caller through several troubleshooting steps, including trying different charging cables and wall adapters, none of which resolved the issue. Consequently, a decision was made to replace the pump with a new one with updated software. The caller was informed about the need for a backup insulin delivery method and was advised on the procedures for returning the defective pump. Training for the new pump was made available to them through their tandem source account.